Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead helix exhibited difficulty extending. The lead was not used and replaced. The procedure was completed successfully without adverse consequences to the patient.